Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by a decline in condition. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with amoxicillin and betamicin (doses, routes, frequency and duration not reported). On an unreported date, the patient passed away (in the intensive care unit). The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved or if the patient was recovered from the peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.